Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing, r wave amp variation, lead abrasion and high capture threshold. Loss of slack as a result of patient's growing age was also noted. The patient is an intermittent complete av block, but is not totally pacer dependent. The lead was capped and replaced on (B)(6) 2019. The patient was stable and not symptomatic.